Event description:
Event: separation of contralateral capsule from hypotube. Event details: access was gained through the external iliac artery. After deployment of the contralateral attachment system, the contra capsule separated from the hypotube while the torque catheter was being withdrawn. The capsule remained inside the contralateral sheath. The sheath was removed with the capsule inside. The sheath was replaced and the case continued without incident.